Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 977a260, lot# va0kl16009, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, lot# va0kl16011, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported via manufacturer representative reported that their implantable neurostimulator (ins) turned off while walking through two, facing computer stations at a hospital. The event happened on (B)(6) 2015 around 11:30 or 12:30. The patient had 2 inss implanted and both turned off. There was no lightning bolt and they felt the stimulation turn off as well. The right ins completely shut off and the left ins shut off and turned back on again. It was noted to not be an adaptive stimulation issue as the patient was walking through a hallway when it happened and wasn't changing positions. The patient was indicated for radicular pain syndrome (radiculopathies), spinal pain, and other pain indications. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. For information regarding the patient's other ins please refer to manufacturer report # 3004209178-2015-22728.